Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found the device was in used condition. Functional testing confirmed the customer reported issue. The cause was found to be normal wear of the main printed circuit board (pcb). The error was resolved when the main pcb was replaced. Service history identified the complaint was not related to a previous service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump shows an error message and alarms when it is turned on. There was no patient involvement.